Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intra ocular lens (iol) implant surgery, an intraocular lens (iol) was faulty in a preload injection sysytem. A new lens was opened and the surgery was completed. There was no patient impact.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced over the lens. The lens still partially in the loading area. The trailing haptic is folded in on the optic. Blood is observed on the nozzle tip. The nozzle is not intended to be inserted into the incision unless the lens is advanced to the fill line. This may indicate the lens was delivered and then replaced into the loading area for return. The lens and plunger position upon return may not be indicative the reported "lens issue". The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A root cause cannot be determined for the reported "faulty lens". No other information was provided. Upon return of the device the lens was in the loading area under the plunger. However, blood was observed on the nozzle tip. The nozzle is not intended to be inserted into the incision unless the lens is advanced to the fill line. This may indicate the lens was delivered and then replaced into the loading area for return. The lens and plunger position upon return may not be indicative the reported "faulty lens". Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).